Event description:
The olympus administrator reported (on behalf of the customer) that the biopsy valve could not be attached to the airway mobilescope. The issue was found during preparation for use, and there was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The following is the legal manufacturer¿s investigation: the device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Therefore, further investigation is not required. Containment is not required because there is no fact or possibility indicating that the reported event might spread any further. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation: this patient identifier case has been downgraded to a tier 3 non reportable by the legal manufacturer (lm); upon the lm investigation of the device, the initial evaluation conclusion was not confirmed (re: the is no applicable biopsy valve for this scope). This mw has been created to correct the previously submitted mw 128419.